Manufacturer narrative:
(B)(4). Device received with critical pump error or open book after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
The customer reported via phone call that the reservoir was crack from the top where it locks and goes down the shaft until the bottom of the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.